Event description:
Journal article reports perforation of right ventricular free wall. One day post implant, patient presented w/chest pain and pericardial effusion. Lead was repositioned and remains implanted. Follow up was uneventful.